Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia with no device allegation. The customer reported hypoglycemia was treated with carb intake. The customer reported blood glucose value at the time of incident was 20 mg/dl. The event involved product(s) mmt-332a, mmt-876a, unk_sensor and mmt-1880. Troubleshooting was performed. No further patient complications was reported. No product return is required for mmt-332a, mmt-876a, unk_sensor and mmt-1880.

Manufacturer narrative:
Any additional information will be submitted through medwatch as it becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since the lot number of the affected product was not provided. Therefore, it is not possible to identify the set lot number of the device in question and therefore its UDI number.